Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing could not be performed since the product was not returned. No pre-existing conditions were noted. The device had been placed on a tooth location #unk for an unknown duration of time. X-ray & picture evaluation: picture images were not provided. However, x-ray images were provided and attached in the complaint, event is still nonverifiable with the information available. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Nformation identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section precautions, it is stated that improper technique could cause screw loosening. DHR review: DHR review was completed for the subject lot number (1243718). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review: complaint history review was completed for the subject lot number (1243718) for loosening category through etq 09-23 complaint history review and no other complaint was identified. Post market trend review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: loosening) or product (iunihg). Therefore, based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the product was not returned.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient's weight not provided. Event date not provided.

Event description:
It was reported that the abutment screw had become loose. Screw was removed and new screw was placed at the site.